Event description:
A respiratory therapist from the home healthcare company reported, "unit was on patient and stopped delivering pressure. Patient was put on backup vent immediately. Unit did not alarm and all indicators on vent were still functioning properly".